Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Event description:
Splintering at the head piece. Metal fragments splintered off when light blows were applied during insertion. Splinters were removed. This 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The conducted examination has shown that the present instrument displays split-offs in the area of the perforation. It reported issue is indicative of massive hammer blows applied during usage leading to a strain hardening of the material, resulting in the formation of split-offs. Furthermore, traces of blows have been found on the twist handle, which may be an indication that a direct impact has taken place. According to the instruction of the op-technik direct blows to the t-piece are to be avoided. No product defect could be found. The lot number has been provided, a review of the device history record is not yet available.